Event description:
It was reported that the unit had an alarm led failure. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
Reporter phone number -(B)(6).

Manufacturer narrative:
The service engineer (se) checked the customer's allegation of malfunction. The customer was provided with a quote to replace the button membrane; however, the quote has not been accepted, and no repair was performed. Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplemental report will be provided.